Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on october 05, 2022.

Manufacturer narrative:
This report is submitted on (B)(6), 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement (specific date not reported). Subsequently, the device was explanted on (B)(6), 2021 due to the damaged silicone of the implant. The patient was reimplanted with another cochlear device during the same surgery.